Event description:
It was reported that this right ventricular (rv) lead shock impedances had gradually decreased to 27 ohms due to natural aging of the lead. It was noted that the patient received four shocks for ventricular fibrillation (vf) where only the last one converted the arrhythmia. The device was recently changed out due to elective battery depletion, however lead integrity testing and lead revision were both declined due to the patients critical condition. The physician elected to reprogram the shock vector to exclude the svc coil with impedance values of 41 ohms. The lead remains in-service.